Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 135 mg/dl. The customer stated that the display was blank less than 30 seconds. The customer stated that the battery compartment is neither damaged nor corroded. The customer was advised to clean the battery cap contact with a dry cotton swab and insert new energizer aaa alkaline battery. The customer stated that the display did not return.